Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The instructions for use warn that the device must be used under the prescription of a physician. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. The patient¿s blood pressure, vital signs, general well-being, and physical status should be monitored closely throughout the treatment. Biocompatability has been established.

Event description:
A report was received on 03 dec 2020 from the healthcare professional of a (B)(6) male patient with chronic renal failure and a history of liver transplantation stating the patient experienced tingling and his ¿head warmed¿ during a hemodialysis session on (B)(6) 2020. Additional information was received on 07 dec 2020 from the healthcare professional who stated that the patient received intravenous methylprednisolone and oral dexchlorpheniramine (doses not specified). The patient has recovered without sequelae and changed to a device from a different manufacturer.